Event description:
Patient had foley catheter inserted 7/17/93. Patient was to discontinue foley catheter 7/19/93. Patient could not get foley out and was seen in doctor's office 7/19/93. Patient was admitted to facility 7/19/93 to undergo surgery as balloon would not deflatedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: none or unknown, other, balloon. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.